Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). The exact date of implant is unknown and was reported as an unknown date in (B)(6) 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a revision surgery on (B)(6) 2016 for nonunion of the femur and pain. The initial implant date was reported as an unknown date in (B)(6) 2015, during which time a trochanteric fixation nail-advanced (tfna) proximal femoral nailing system was implanted. During the revision surgery, it was found that the nail was broken where the helical blade goes into the nail. The tfna system was removed but it is unknown what implants, if any, where used to revise the patient. There was no surgical delay and the revision surgery went well. This report addresses the allegation of complaint against the broken nail. There was no allegation of complaint against the helical blade. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint was able to be confirmed as the as the nail was returned broken in two pieces along the lateral entrance for the helical blade. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Although the true root cause could not be determined, it is likely that possible comorbidities, the patient's advanced age, and possible patient noncompliance led to the device¿s failure and to this complaint condition. Whether this complaint can be replicated is not applicable as the device is already broken. Per the technique guide, the 456.477s titanium cannulated trochanteric fixation nail is an implant routinely used in the titanium trochanteric fixation nail system. The nail was returned and reported to have discovered to be broken during a revision surgery for a non-union. This condition is confirmed; the device has a jagged fracture surface near the lateral proximal head element hole of the nail. It is likely that possible comorbidities, the patient's advanced age, possible patient noncompliance, and stress attributed to the non-union led to the device¿s failure and to this complaint condition. The device was manufactured in april 2015 and is just over a year old. The balance of the returned device is in worn condition consistent with implantation and removal. The relevant product drawing was reviewed evaluation. The device was manufactured from titanium alloy (titanium aluminum niobium). The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.